Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the distal cover had completed detached from the distal end. Additionally, the cover was noted cracked. The wire was found cut and bent. The forceps elevator had foreign material present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus duodenovideoscope, the distal cover tore off the scope. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events were unable to be identified; however, the events were likely caused by the following: event 1: a foreign object adheres to the forceps base and its surroundings: it was confirmed that there was a foreign object attached to the forceps base and the area around the forceps base. The foreign object was unable to be identified. It is possible that the foreign object could not be removed due to physical damage to the device. It is also likely that the forceps table did not work due to a broken k-wire, so the recommended reprocessing procedure was not completely implemented, leaving foreign objects on and around the forceps table. Event 2: breakage or fraying of the wire for raising the forceps (the wire is raised): the event likely occurred due to the forceps elevator wire being cut and frayed due to the forceps elevator operation and cleaning around the forceps elevator. It is also likely that the knob-wire was in an upright state. Event 3: cracks at the tip (a gap has occurred): the event likely occurred due to physical stress caused by hitting the tip of the scope, dropping the tip, etc. Event 4: tip cover falling off: the event likely occurred due to physical stress being applied by hitting the tip of the scope or dropping the tip. Alternatively, the event may have occurred due to deterioration of the adhesive due to chemical stress. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the water-tightness is lost due to a pinhole on the bending section cover, a cut on the connecting tube, and damage to the channel tube. The objective lens has a scratch, the adhesive on bending section cover is detached, third party repair has been performed, the light guide cover glass has corrosion, the grip is dirty, the scope connector cover has a scratch, the suction cylinder is shaved, switch 1 has a scratch, the angulation control nobs are dirty, the forceps control level is dirty, the protector of universal cord on control section side has a cut, the universal cord is dirty, the connecting tube has discoloration, the scope connector is dirty, the electrical connector is dirty, due to wear of angle wire, bending angle in up/down/right direction does not meet the standard value, due to fray of the knob-wire, forceps raising angle does not meet the standard value, due to damage on channel-tube, suction volume does not meet the standard value, due to a cut on connecting tube, insulation resistance value does not meet the standard value, due to damage on the bending section cover, insulation resistance value at distal end does not meet the standard value, and the adhesive around the light guide lens has wear. . However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.